Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a measurement anomaly was noted on the egm showing incorrect at/af burden percentages. The diagnostics were cleared to resolve the issue and the patient was in stable condition.